Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 266 mg/dl and she cannot get into auto mode, later her blood glucose value was over 500 mg/dl. Customer was not using auto mode feature. Customer also reported some sensor issues. Customer did received a calibration not accepted alert and did not received a change sensor alert. The device will not be returned for analysis.